Event description:
Physician was attempting to use an endeavor resolute rx 2.50x24mm device to treat a lesion in the proximal om with severe tortuosity and moderate calcification. The lesion was predilated with a 2.0x12 mm balloon at 14 atm, 30% stenosis remained after predilation. Device was not inspected before use. It is unknown if negative prep was performed. The device did not pass through a previously deployed stent. Excessive force was not used during delivery, resistance was encountered when advancing the device. It was reported that stent deformation was noticed when the stent was removed from the guide after failure to deliver. No patient injury is reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Event description:
Evaluation summary the stent was positioned between the marker bands as per specifications. The mid stent segments were raised and deformed. The sheath could not be loaded over the stent due to the deformed struts.

Manufacturer narrative:
Results, conclusion: device not inspected prior to use. Stent deformation. Severe tortuosity, moderate calcification, stenosis. Device or cine images not returned for evaluation. Device not returned for evaluation. (B)(4).